Event description:
A surgeon reported that air came out from the infusion cannula during a procedure. The issue resolved after the product was replaced. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is one of seven complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address complaints of a similar nature. (B)(4).